Event description:
It was reported that there was an error display 720/187. Per reporter, the fault occurred during inspection after use by a patient. There was known patient involvement and there was no health damage to the patient in this incident.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the pump was in good condition. As a result of checking the log, it confirmed that there was a record of error code 1720 and error code 1871. A functional test was performed, and the customer's stated problem was replicated. The cause of the problem for error 1720 was a possibly defective back up capacitor and for error code 1871 was possibly a defective motor. The capacitator and motor were replaced in order to fix the issue.